Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of qualified associated products. There were no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported complaint. Information was provided that the company lens (2.25cyl), 9.5 diopter lens was replaced with an company, 9.5 diopter lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the lens was exchanged due to the patient experiencing poor vision and 'contrast sensitivity'. Additional information was requested.

Manufacturer narrative:
The previous report submitted for this event contained an error, in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).